Manufacturer narrative:
A review of the implant's manufacturing record could not be performed as the lot information was not provided. Although requested, this information was not available for review for this investigation. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that a patient who was implanted with a tm monoblock cup on unknown date, underwent a revision surgery whereupon the poly liner was removed and a new constrained liner was implanted. The patient was revised due to dislocation. Although requested, the implant or explant date of the liner was not provided, nor was the lot information for the tm monoblock cup.